Manufacturer narrative:
Follow up #1, date of submission 05/07/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings: a call service alarm was observed in the alarm history on the date of the reported issue. The pump powered on properly with no alarms. The pump was exercised for 24 hours and no call service alarms were received during that timeframe. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter stated that a call service alarm had occurred and that the pump was beeping every few minutes. Reportedly, the battery cap was removed and replaced over 3 times and the issue remained unresolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.